Event description:
The customer reported that the device was out of order. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was out of order. There was no reported pt involvement. Philips evaluated the device and found that it powered up with a defib 1000 cycle power error message. The system would not start up. This problem was resolved by replacement of the power pca. The device passed all testing and was returned to use.